Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the patient fell and was in the hospital due to pain. It was stated the patient still had sutures from the implant. It was noted the patient hit the pump when she fell. The event date was noted to be (B)(6)2017. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.